Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿insert the endo therapy accessory through the biopsy valve. Confirm that the endo therapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end¿ if insertion or withdrawal of endo therapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endo therapy accessories with excessive force may damage the instrument channel or endo therapy accessories and could cause some parts to fall off and/or cause patient injury. ¿ based on the results of the investigation and condition of the device, it is believed that the user handled the device in a way that deviated from the directions provided in the IFU, causing the material to block. For example, the user may have withdrawn the endo therapy accessory. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. A foreign object was discovered inside the channel and causing a blockage. Additionally, there was a leak noted during the scope leak check. A dent was found on the plastic cover, and the glue at the distal end was cracked. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The customer reported the evis exera iii gastrointestinal videoscope had a blockage in the biopsy channel. There was no patient harm or consequence reported as a result of this event.